Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician determined that the error message is displayed immediately when the speed/flow dial is zeroed, the pump motor controller power control board (pcb) was defective. The technician replaced the pump motor controller pcb. The unit was calibrated and passed the functional tests. The defective controller was not returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6), the customer reported that on (B)(6) 2013 the hl-20 prm 20-320 roller pump module inss (article number: mcp0.0702885, serial number: (B)(4)) displayed an "overload" message. The message persisted even after the unit was powered off for an extended time and was powered back on. (B)(4).